Event description:
It was reported by service report that the com cord had been broken off the bed and the power cord was missing its ground prong. It is unk if there was pt involvement or any adverse consequences.

Manufacturer narrative:
Result: missing communication cord. This user facility services as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.